Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu erbe generator for the failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive technical support engineer (tse) that they were having an ongoing vio dv 2.0 integrated electrosurgical unit (erbe) issues. The customer reported they received some warning errors and have been restarting the erbe to clear them, however it intermittently came back. The tse reviewed logs and confirmed several erbe errors. The tse recommended locating a backup generator or another vision side cart if the error would not clear. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure could not be reproduced. The unit energized and cauterized all ports and recognized instruments. Error log showed various instances of c-00 and m-02 likely potential hard failures.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The unit was also evaluated by the original equipment manufacturer (OEM). The reported error m-02-3 with 1-47 were confirmed. Investigation found a cpu sensorik printed circuit board (pcb) to be the cause. It was replaced and the errors ceased. The top cover and front bezel were scratched and were replaced. The complaint was confirmed based on the field evaluation and OEM investigations.